Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the circumflex artery. A perforation occurred during use of an unspecified device. The 2.8 x 16 mm graftmaster stent delivery system was advanced; however, the device was unable to cross due to the patient anatomy. Multiple attempts were made, but the device was unable to cross. The device was removed. Additional balloon dilatation was performed to treat the perforation, and the perforation was sealed. There was no adverse patient effect. No additional information was provided.